Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump had a critical pump error. Blood glucose value was 199 mg/dl at the time of the incident. No troubleshooting was performed because the caller declined. The customer was advised the insulin pump will need to be replaced however, the insulin pump will be returned for analysis.